Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Event description:
Update: gcm received an email on (B)(6) 2024 from (B)(6), a workshop manager from (B)(6) providing a possible serial number (B)(6) and that the sample is available for return. The customer is asking for a loan replacement before sending in the affected product. Pmluca (B)(6) 2024

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator had a loose connector. There was no patient involvement, and no patient harm/adverse event reported.